Event description:
Additional information received from a consumer reported the patient was taking their medications including pain medication and they were using a heating pad. The patient had contracted their health care providers (hcp). On (B)(6) 2016, the patient was having surgery to replace the left side implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A consumer reported they had not been feeling well for four weeks and they had sudden left sided neck pulling a week prior to this report. The patient had sudden pain an tightness in their neck. They had gotten a hot pack and thermal care that helped with the pain. On (B)(6) 2016, the consumer reported they needed guidelines for a transcutaneous electrical nerve stimulator (tens) to be used on their neck area due to one of their implantable neurostimulators (ins) being depleted. The patient initially saw an elective replacement indicator (eri) and then an end of service (eos) message. The ins was going to be replaced due to normal battery depletion. The ins was scheduled to be replaced on (B)(6) 2016 and the patient was going to follow up with their health care provider (hcp) regarding the use of the tens unit. There were no trauma or falls related to the issue. The patient's indication for use is dystonia and movement disorders. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-03229.